Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist found multiple areas of decay and demineralization. The patient also reported having restorations on three teeth at another dentist location and reports sensitivity on the gums and another tooth. As a result, the dentist is recommending ceasing all orthodontic treatment until caries are resolved and patient to use sensitivity toothpaste.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.